Event description:
The customer reported that their device powered itself off during monitoring. There was no patient use reported to have been associated with the reported failure.

Manufacturer narrative:
(B)(4): a contracted third party service agent evaluated the device and has been unable to verify the reported failure. After the service agent observes proper device operation through functional and performance testing, the device will be returned to the customer for use.the device has not been returned to physio-control for evaluation.